Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was not in clinical use at the time of the event. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the wireless foot switch did not work properly. As per information collected, the wireless footswitch did not connect to its base station. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0648-2022). The correction has been scheduled to be implemented on the system. The system is currently being used with a wired footswitch. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the wireless footswitch was not working properly. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch was fully defective. Philips has continue to investigation of the complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-2021/11/22-010-c, which addresses the causes associated with the reported malfunction.